Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. The device was not exposed to an MRI. Reviewed the alarm history and found multiple motor error and no delivery alarms. Assisted the caller to perform the displacement test and the test failed. Advised that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with motor error alarms during rewind due to corroded motor home switch. Unable to perform displacement test due to excessive motor error alarms.